Manufacturer narrative:
(B)(4). Concomitant medical products: 214215070, t-15 tapered driver, rl264306. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03201.

Event description:
It was reported that the driver was deformed when the surgeon removed the implanted screw. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned driver confirms the product is twisted. Device history record (DHR) DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be file accordingly. Zimmer biomet will continue to monitor for trends.